Event description:
During the implant procedure the cardiomems delivery catheter was unable to advance through the tricuspid valve using femoral access. When deploying the device the delivery catheter coiled with the steelcore guidewire. The system was removed and the implant was reattempted with a platinum plus guidewire however the same issue occurred. Access was then obtained through the right jugular. A second cardiomems sensor delivery system was used and the implant was successfully completed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).